Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and high impedances on the right ventricular (rv) lead. The rv lead was capped and the device was removed to an unrelated medical reason. Approximately six months later, the patient had a new system implanted and the capped rv lead was explanted. No patient complications have been reported as a result of this event.